Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated their daughter found them unconscious and called the paramedics. The patient was treated with intravenous (IV) fluids. Additionally, the patient stated the dexcom did not alert the patient as the sensor had failed. At the time of contact, the patient was doing good. No additional patient or event information is available.